Event description:
It was reported that a device was used during an esophagogastrectomy. The device fired an incomplete staple line. The patient experienced post operative bleeding. The patient underwent conservative treatment.